Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fiber optic cable involved with this complaint and completed the failure analysis. The fiber optic cable was analyzed, and failure analysis (fa) investigation replicated the customer reported complaint. The fa performed visual inspection and found the fiber optic cable to have a damaged port/loose connector.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) and stated that the blue fiber cable completely ripped out of the back of the patient side cart (psc). Prior to calling, the customer powered down the system, replaced the psc with another system's psc, and continuing with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the inner orange cable at the blue fiber port and swapped the blue fiber port out. The fse also swapped the universal motion controllers (umc) and installed a new spider cable. The issue was resolved. The system was tested and verified as ready for use. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A return material authorization (RMA) was issued to the customer requesting to have the intuitive product returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.